Event description:
Event description boston scientific crm received information that, during trans-telephonic monitoring, this pacemaker had no magnet response. The patient appears to be in atrial fibrillation with a ventricular rate of 90bpm.